Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the cuvettes were wet on the inside and outside in the unicel dxc 600 pro synchron chemistry analyzer. The leak was contained to the instrument. No erroneous results were generated. No injuries were sustained by any lab personnel. Lab personnel were wearing lab coats and gloves during this event.

Event description:
This is a follow up report. The original report submitted on (B)(4) 2012, lists the incorrect affected instrument. The correct instrument affected is: unicel dxc 600i synchron access clinical system.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 and found four bent wash vacuum probes. The engineer removed and replaced all bent probes. (P/n 758493 and 758498) the cause of the bent probes was not identified. The system was tested and met specifications; issue was resolved. (B)(4).

Manufacturer narrative:
In addition, the device manufacturer date was not included in the original report. This is also included in this follow up report. Device manufacturer date: 06/27/2008.